Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the switch. The customer called back to report they followed the suggestion, and the unit then functioned as intended.

Event description:
It was reported that the ventilator would not power on every time the switch was engaged. There was no patient involvement.